Event description:
It was reported that via merlin.net transmission high ventricular rate was observed to be svt as opposed to vt. However, there was no egm available. The tarball through the device image analyzer program was reviewed and there were no segms that were viewable. The office felt no action needed until the next check. Device remains implanted.